Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was 13 mmol/l. The customer stated they had issues with the infusion set. The customer was treated with intravenous insulin drip at the hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The customer did not alleged that insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.